Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was 216mg/dl at the time of incident. Troubleshooting found that the pump time clock does not work properly and the pump froze by itself for one hour. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube lip.